Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer, following instructions from technical support, removed the cartridge, inspected the o-ring, and completed the loading process successfully, resuming insulin use.